Manufacturer narrative:
Patient information was not available on the date of filing (gender was available). No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure there was an image transfer error. When the images from the imaging system were transferred to the navigation system an error message stating transfer error occurred, however the images were there. It was also reported that the lateral images were 1-2 mm inaccurate. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient identifier received. A medtronic representative went to the site to test the equipment. It was reported that this was a known issue with the soft ware, and if the site clicks "ok" when the error message appears the system will continue to pull images as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducability. Analysis found that the reported issue was unable to be duplicated. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.